Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported experiencing hypoglycemia with blood glucose (bg) levels of 49 mg/dl before eating breakfast. The user consumed a snack cake to correct the low bg and subsequently felt fine. The user did not require outside assistance or medical intervention and was able to continue their day. No long-term health effects were reported.